Event description:
It was reported that the customer had a button error and keypad anomaly. The customer's blood glucose level was 98 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan.

Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers ramping up noted. No constant tone or audio/beep anomaly noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.